Manufacturer narrative:
Initial report sent to FDA on 08/25/2008.

Event description:
Procedure: colectomy. According to the reporter: fee anastomosis. The first firing was successful. However, on second firing to close insertion hole, the handle was stiff and the firing stopped one third of the way. The instrument was removed from the cavity with no tissue damage. Another device was applied and tissue was resected. Pt status reported as ok.